Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. It was later reported that the device was not explanted and would not be returned for evaluation. The hm3 lvas IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 7 days (the age is calculated from the date of implant to the event date.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was implanted with the hearmate 3 (hm3) on (B)(6) 2019. On (B)(6), the patient became hypoxic, unresponsive and advanced cardiac life support was performed. The patient was then emergently intubated, taken to catheterization (cath) lab where patient coded again in the cath lab. An impella rp was initiated for right ventricle (rv) support. The patient did not improve and was placed on extracorporeal membrane oxygenation (ECMO) and the family was consulted by the medical (md) staff. On (B)(6) 2019, the family withdrew support and patient expired. The lvad did not have any alarms that were noted in the medical documents per vad coordinator or in-take coordinator. The patient was having blood cultures reviewed on (B)(6) 2019. Patient's lvad speed was set at 4600 rpm (same speed setting as when implanted on (B)(6) 2019).